Event description:
It was reported that after five minutes, 29,765 joules, while using the side-firing surgical fiber, the beam was observed to be forward-firing. The case was completed using a second fiber. Pt outcome: "no injury to pt".